Event description:
A customer reported encountering a continuous glucose monitor (cgm) error labeled as error 55. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to perform a pump reset, which resolved the issue, allowing them to successfully start a new sensor session.